Event description:
The device was returned from the dealer for service unrelated to the reportable event. During the repair evaluation, it was discovered the unit's audible alarms would not sound due to the alarm module being contaminated by a foreign material. There was no patient involvement - the malfunction occurred on the technician's bench.